Event description:
The patient contacted lifescan in 2005 and alleged that their one touch basic enhanced meter was not powering on. During troubleshooting with the customer service agent, it was verified that this was a new product. The patient was asked to press the power button, but the meter did not turn on. The battery was checked to see if it was correctly installed and the condition of the battery contacts was also good. The patient was not experiencing any symptoms at the time of concern and they had used a neighbor's meter with a result of 110mg/dl, which does not reflect serious injury. They had not received any medical attention or treatment. A replacement meter was sent to the patient.

Event description:
The pt conctacted lifescan in 07/2005 and alleged that their one touch basic enhanced meter was not powering on. During troubleshooting with the customer service agent, it was verified that this was a new product. The pt was asked to press the power button, but the meter did not turn on. The battery was checked to see if it was correctly installed and the condition of the battery contacts was also good. The pt was not experiencing any symptoms at the time of concern and pt had used a neighbors's meter with a result of 110 mg/dl, which does not reflect serious injury. Pt had not received any medical attention or treatment. Based on the information provided, there is an indication that the product has malfunctioned (power issue was not resolved). However, there is no information to conclude that the pt experienced any injury due to the product. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.